Manufacturer narrative:
H11: complaints database review pointed out no similar issue since unit installation in 2008. Based on all the collected information and the results of a similar complaints database analysis, it cannot be ruled out that the most likely root cause of the reported event is due to defective components that were replaced. In detail, a non-free spinning of the pump motor, likely due to environmental conditions, as water infiltration, humidity, condensation or high temperatures, that also required a power overload to work, resulting in an overcurrent that ultimately caused damage to distribution board.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6), florida. A livanova field service representative was dispatched to the facility to investigate the device and could not reproduce the reported error codes. However, since the patient circuit 1 pump and the stirrer motor were grinding, they were replaced, along with the distribution board that appeared visually damaged. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed three (3) error messages (error codes 05, 08 and 17) on patient side related to stirring mechanism that does not start, stirring mechanism is not immersed in liquid and patient circuit 1 pump that uses too much power, respectively. The issue occurred during procedure. There was no patient injury.